Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a large drain volume during drain 0 of treatment. The event was discovered while reviewing the patient¿s treatment data. The patient drained 9884 ml during drain 0 of pd treatment. The patient also mentioned that they received m41 patient sensors too high alarms during drain 0 of 4 of treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported the patient would perform manual exchanges in the absence of the cycler. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient did not perform a manual exchange prior to the reported treatment. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. There was dried fluid behind both mushroom heads. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During a simulated treatment test, encountered ld13 (m30 balloon valve leak warning) in setup. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. There was fluid in the hp2 and hp3 filters of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. After replacing the hp2 and hp3 filters, an (as-received) simulated treatment was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The resulting treatment data sheet reflects the programmed treatment settings. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a large drain volume during drain 0 of treatment. The event was discovered while reviewing the patient¿s treatment data. The patient drained 9884 ml during drain 0 of pd treatment. The patient also mentioned that they received m41 patient sensors too high alarms during drain 0 of 4 of treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported the patient would perform manual exchanges in the absence of the cycler. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient did not perform a manual exchange prior to the reported treatment. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.